Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. As received, the electrode belt failed incoming functionality testing. Upon investigation, the rear 2 - wire therapy electrode (te) was pulled from the dn to rear te cable. The cause for the failure was isolated to the pulled te. The root cause for the pulled te was unable to be positively identified but was likely due to physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality.